Manufacturer narrative:
Event date (B)(6) 2018. Submitted 08/15/18. Attempts were made to collect patient information; however no information was provided. Philip's field service engineer (fse) evaluated the device and found that the battery was depleted. Fse charged the battery and the battery subsequently passed all tests. A root cause could not be established.

Event description:
It was reported that the ventilator shut down. The device was in use at the time of the reported event; however, there was no patient harm. The event date was not specified; estimate used.